Event description:
It was reported that a cgm error 42 occurred on the device. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, and after the reset, the cgm error code did not display again. The customer was then advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.